Manufacturer narrative:
It was initially reported by the trainer that during in-home life 2000 use during the night on (B)(6) 2023, the patient¿s nasal pillows came out of his nose. The vent alarmed for awareness and his wife attempted to put the nasal pillows back in, however he became combative and disoriented. Regular oxygen via nasal cannula was placed on the patient, with his concentrator set at 5lpm, and he was transported to the hospital. Medical intervention included thoracentesis (draining fluid from the lungs) due to a pleural effusion and placement on a bipap to remove carbon dioxide. The patient is a 75-year-old male with a medical history of copd, chronic respiratory failure, coronary artery disease (s/p CABG), essential hypertension, and history of disorientation and combativeness (similar episode occurred (B)(6) 2023 during initial training on the device, via (B)(4)). It is noted the patient received a ¿post-system fault¿ from the device, and was able to resolve; however, because of the system error message, a device swap occurred for the patient after he was discharged from the hospital. Additionally, follow up from respiratory states the patient is having a decline in his health condition, and at this time the life 2000 may not be enough for him and therefore may be returned. The breathe technologies life2000 ventilation system is intended to provide continuous or intermittent ventilatory support for the care of individuals who require mechanical ventilation. Specifically, the system is applicable for adult patients who require the following types of ventilatory support: positive pressure ventilation, delivered invasively (via et tube) or non-invasively (via mask). Assist/control mode of ventilation. Inspection of the device by a hillrom technician found the ventilator could not maintain a secure connection to a known good power cord/charger. It was noted the ventilator did perform as intended with a known good power cord/charger; however, the most likely root cause for this charging issue was damage to a ventilator charging port. It is reported the patient underwent a procedure to remove excess fluid from around the lungs/pleural space. Excess fluid in the pleural space is called pleural effusion. A pleural effusion can make it harder to breathe because the lungs are not able to fully inflate. This may result in symptoms of shortness of breath and pain, which may worsen with physical activity. Pleural effusions may be caused by: congestive heart failure (noted to be the most common cause of pleural effusion); viral, fungal, or bacterial infections; cancer; autoimmune disease; pancreatitis; a blood clot in the lung; area of pus in the pleural space (empyema); liver failure; tuberculosis; pneumonia; or reactions to medicines. For this event, the device alarmed for awareness; however, the patient was diagnosed with hypercapnia and pleural effusion, requiring hospitalization and medical intervention to preclude permanent damage to body function (draining of fluid from lungs/ thoracentesis and bipap), indicating a serious injury occurred. It is reasonable to conclude that the patient¿s hypercapnia and fluid buildup arose due to his noted medical history (copd, heart disease, chronic respiratory failure) and declining heath; however, hillrom is unable to rule out if a system interaction/malfunction between the life2000 and third-party vendor concentrator and/or the nasal pillows dislodging contributed to the serious injury. Additionally, if the malfunction (charger damaged and cannot charge the battery) were to recur; the system would provide an alert and the end user has the option of using an alternative means of oxygen supplementation as directed in IFU until the device is replaced. Based on this information, no further action is required.

Event description:
It was initially reported by the trainer that during in-home life 2000 use during the night on (B)(6) 2023, the patient¿s nasal pillows came out of his nose. The vent alarmed for awareness and his wife attempted to put the nasal pillows back in, however he became combative and disoriented. Regular oxygen via nasal cannula was placed on the patient, with his concentrator set at 5lpm, and he was transported to the hospital. Medical intervention included thoracentesis (draining fluid from the lungs) due to a pleural effusion and placement on a bipap to remove carbon dioxide. The patient is a 75-year-old male with a medical history of copd, chronic respiratory failure, coronary artery disease (s/p CABG), essential hypertension, and history of disorientation and combativeness (similar episode occurred (B)(6) 2023 during initial training on the device, via (B)(4)). This report was filed in our complaint handling system as complaint (B)(4).